Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the shaft was broken at the proximal end by the housing side. The wire was still attached. A piece of black plastic insulation was also missing about three inches from the tip side. The missing piece measured about 0.062 x 0.095. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the heat shrink tube was broken and missing a piece about 0.232 x 0.286 near the housing where the shaft was broken. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that the connection from the housing to the monopolar cautery instrument shaft was broken and the tip on the hook side was noted to be bent during a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.